Manufacturer narrative:
(B)(4). The customer returned a broken suture needle for evaluation. The needle was separated and both pieces were returned. Visual examination revealed the suture needle was broken and separated towards the thread end of the needle. Microscopic examination of the pieces revealed the separation points are jagged and uneven. The break in the needle occurred 4mm from the thread end of the needle. A device history record (DHR) review was performed on the suture needle and no relevant findings were identified. The report that the suture needle was broken in use was confirmed through visual inspection of the returned complaint sample. The suture needle is a purchased component, therefore, the potential root cause is supplier related. A nonconformance request was initiated to further investigate this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that at the time of suturing, the suture needle broke. A new kit was used. No patient injury reported.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges that at the time of suturing, the suture needle broke. A new kit was used. No patient injury reported.